Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached two smart coils in the target location using the first handle. The physician then advanced another smart coil into the target location and made multiple attempts to detach it using the first handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the physician advanced another smart coil and attempted to detach it using a second handle but had difficulty detaching. The physician then used his fingers to manually detach the coil and successfully implanted the smart coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-02522, 3005168196-2021-02523, 3005168196-2021-02524.